Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had play in the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; adhesive around the tip of the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive around the tip of the objective lens was peeled. In addition, the evaluation found the following; the adhesive on the bending section cover had a chip, the bending section cover, the protector of the video cable section and switch 1 had scratches. The video connector was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection of entire endoscope 6. Check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the tip lens. Olympus will continue to monitor field performance for this device.